Event description:
It was reported by an attorney that the patient underwent repair of incarcerated recurrent ventral hernia on (B)(6) 2009 and was implanted. It was reported that the patient underwent removal of old mesh and repair of multiple incisional hernia on (B)(6) 2013 during which the surgeon noted multiple incisional hernias, largest hernia was at the epigastric and periumbilical region. There were several complex adhesions. It showed tremendous number of adhesions. It was reported by an that the patient experienced pain, abscess, tender swollen and some draining right of the midline incision. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/13/2024 d4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. To date, the device has not been returned if the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.